Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 521 mg/dl at time of incident. The customer declined troubleshooting for high blood glucose. It was also reported that they had issues with rewind. The customer was advised to monitor pump if issues reoccurs again. The self-test was performed and didn¿t find anything. The insulin pump will not be returned for analysis.